Event description:
It was reported that this pacemaker system received a red alert for lead safety switch. A signal artifact monitoring (sam) episode caused by noise and minute ventilation (mv) oversensing was noted. The sam feature successfully detected these signals and deactivated the noise. Device reprogramming was discussed and sensitivity was fixed. The right ventricular (rv) lead was exhibiting high out of range impedance measurements and failure to capture due to an outer lead conductor issue, this right ventricular (rv) lead was explanted and successfully replaced. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system received a red alert for lead safety switch. A signal artifact monitoring (sam) episode caused by noise and minute ventilation (mv) oversensing was noted. The sam feature successfully detected these signals and deactivated the noise. Device reprogramming was discussed and sensitivity was fixed. The right ventricular (rv) lead was exhibiting high out of range impedance measurements and failure to capture due to an outer lead conductor issue, this right ventricular (rv) lead was explanted and successfully replaced. This pacemaker was explanted to upgrade therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Corrected event description this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system received a red alert for lead safety switch. A signal artifact monitoring (sam) episode caused by noise and minute ventilation (mv) oversensing was noted. The sam feature successfully detected these signals and deactivated the noise. Device reprogramming was discussed and sensitivity was fixed. The right ventricular (rv) lead was exhibiting high out of range impedance measurements and failure to capture due to an outer lead conductor issue, this right ventricular (rv) lead was explanted and successfully replaced. This pacemaker was explanted to upgrade therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Corrected event description.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system received a red alert for lead safety switch. A signal artifact monitoring (sam) episode caused by noise and minute ventilation (mv) oversensing was noted. The sam feature successfully detected these signals and deactivated the noise. Device reprogramming was discussed and sensitivity was fixed. The right ventricular (rv) lead was exhibiting high out of range impedance measurements and failure to capture due to an outer lead conductor issue, this right ventricular (rv) lead was explanted and successfully replaced. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Corrected event description

Event description:
It was reported that this pacemaker system received a red alert for lead safety switch. A signal artifact monitoring (sam) episode caused by noise and minute ventilation (mv) oversensing was noted. The sam feature successfully detected these signals and deactivated the noise. Device reprogramming was discussed and sensitivity was fixed. The right ventricular (rv) lead was exhibiting high out of range impedance measurements and failure to capture due to an outer lead conductor issue, this right ventricular (rv) lead was explanted and successfully replaced. This pacemaker was explanted to upgrade therapy. No additional adverse patient effects were reported.